Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 100 mg/dl. The customer stated that he received motion sensor test failure. The alarm and possible causes was explained to the customer. The customer was advised the pump will need to be replaced. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 100 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to rewind but when trying to review history it alarm again motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the alarm history file; unable to complete functional test due to motor error alarm. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. No a35 alarm noted. The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.